Event description:
Country of complaint: (B)(6). In comparison to ethicon the size of the thread is much smaller than the needle size. The mooring zone of ethicon is softer and smoother.

Manufacturer narrative:
Samples received: 2 unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. Tightness test performed on the samples received and the units are tight. Diameter result conducted on the sample received is within MFR specification. The needle-thread ratio is correct for this article-code. Reviewed the batch mfg record. This product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.